Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. All the information provided regarding the surgery and post surgical events that lead to the removal of the implant was reviewed. Since the products are not available for a physical evaluation, it cannot be determined if there were any anomalies on the implants that caused this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. A root cause for this failure cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unknown. Product details are not available. Associated medwatch: 1221934-2017-10436, 1221934-2017-10437.

Event description:
Depuy mitek customer quality group received an email on july 24, 2017 from (B)(6) with a product complaint. A patient underwent an acl reconstruction procedure on the right knee in (B)(6) 2014, using a mitek biointrafix sheath and screw. The patient began post-operative rehabilitation shortly after, and x-rays four months after surgery showed the screw intact and in good position. At approximately ten months post-op ((B)(6) 2015) the patient presented with increasing pain and catching and popping in the knee. Local injection therapy in (B)(6) 2015 provided temporary pain relief. In (B)(6) 2016, x-rays showed bony ossification in the areas of the tibial tunnel anteriorly. On (B)(6) 2016 a surgery was performed, and a loose and prominent screw with an overlying ganglion cyst was discovered. The screw was broken approximately 2/3 of its length. There was cancellous bone growth around the protruding screw, and there was debris consistent with the sheath in the tibial tunnel. The surgeon removed the broken screw and all screw fragments, performed a thorough debridement of the area, and used the cancellous bone as a bone graft for the screw defect. The revision surgery was successful.